Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device were not provided. Based on the information reviewed the reported slda resulting in tr is due to disease progression (patient conditions). Tricuspid regurgitation is a known complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions health effect- impact code: 2199 no consequences or impact to patient type of investigation: 4118 type of investigation not yet determined investigation fin.

Event description:
It was reported on (B)(6) 2021 that the patient presented with functional tricuspid regurgitation (tr) for a triclip procedure. 2 triclips were implanted successfully. On an unknown date, single leaflet device attachment(slda) of central triclip xt from septal leaflet was reported due to disease progression. The recurrent tr of grade 5 was reported. On (B)(6) 2025, additional triclip was implanted to stabilize the slda. The tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2021 that the patient presented with functional tricuspid regurgitation (tr) for a triclip procedure. 2 triclips were implanted successfully. On an unknown date, single leaflet device attachment(slda) of central triclip xt from septal leaflet was reported due to disease progression. The recurrent tr of grade 5 was reported. On (B)(6) 2025, additional triclip was implanted to stabilize the slda. The tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.